Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was high and was treated with insulin via pump. The blood glucose (bg) was high for more than four hours. No further information available.